Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was unknown. Cracks and scratches on the screen. The customer was treated with insulin pump. The device was expected to be returned for analysis.